Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a patient reported that they had experienced an incident of overstimulation. The patient decreased their stimulation settings and it resolved the issue. Indication for use is spinal pain. Additional information received from the patient indicated the prior settings were too high for the patient upon activation. The patient "reset" the device and there was no further overstimulation. Additional information was received from a manufacturer representative (rep). It was reported that the device was turned off and when it was turned back on, the settings were higher. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.